Event description:
Complaint reported that the brakes do not hold when set, no injury alleged.

Manufacturer narrative:
Technician - bed was found in the hallway near the e.r. The brakes do not hold when set, the casters rotate to the side. When the brake is set and the bed is pushed. Replaced 4 brake casters to resolve this issue.